Manufacturer narrative:
This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of "cause traced to intentional off-label, unapproved or contraindicated use". A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of user used incorrect product for intended use was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a generator change due to normal battery depletion for this cardiac resynchronization therapy defibrillator (crt-d) it was observed that the atrial and left ventricular (lv) leads were inverted in the header when implanted back in 2015. Subsequently, the procedure was completed successfully. This product is not expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a generator change due to normal battery depletion for this cardiac resynchronization therapy defibrillator (crt-d) it was observed that the atrial and left ventricular (lv) leads were inverted in the header when implanted back in 2015. Subsequently, the procedure was completed successfully. This product is not expected to be returned. No adverse patient effects were reported.